Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failure. Customer's blood glucose level was 153 mg/dl. The customer performed self test and it failed. The product will return for the analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump alarmed pump error 63 during the self test and pump error 63 alarm are in the formatted history file due to broken traces at the keypad assembly.